Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a paracorporeal ventricular assist device. It was reported that the patient, who was doing well, noticed white spots on the inflow and outflow cannula in the location above the valves. The doctors exchanged the patient's right ventricular assist device (rvad) in the operating room as a precaution. The patient reportedly tolerated the procedure well and was off support for only 4 minutes. The right ventricle was still not moving and was fully dependent on the rvad. No obvious thrombus was noted in the rvad.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. The device was not returned for evaluation. The analysis of the submitted photograph revealed the presence of blood within the device, as well as residue on the outflow housing nut. The presence of white spots on the inflow and outflow cannula in the location above the valves on the device could not be conclusively established. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.